Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient plasma sample on a cobas pro ise analytical unit. The initial na result was 152 mmol/l. The doctor questioned the result and the customer repeated the sample. The sample was repeated on another c303 analyzer and the repeat result was 141.1 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The alarm trace showed an abnormal sample pipettor aspiration alarm. The field service engineer (fse) found that the dilution cup had build up in it and cleaned it. The fse also cleaned the sipper and vacuum nozzles and performed an ise check, a precision check, and calibration successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.